Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during a procedure on (B)(6) 2019. According to the complainant, on (B)(6) 2019, during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the advanix biliary stent was loaded incorrectly onto the delivery system and guidewire. The physician could not get the guidewire to exit the rapid exchange (rx) port of the push catheter, however the stent had already been pushed into the scope and had become caught in the scope channel. The procedure was completed with the stent remaining stuck within the scope channel. The endoscope was then reprocessed and was used in a subsequent procedure on a different patient on the same day. According to the complainant, during the subsequent procedure, the stent became dislodged from the scope channel and fell into the patient. The stent was removed from the patient's body and the procedure was completed with no patient complications reported.